Event description:
Psychiatric electroshock with the following adverse side effects: severe permanent long term memory loss, short term memory loss, low stress tolerance, no change in deppression, severe anxiety, much shoulder and neck pain. Pt has lost a significant portion of memories that she considers to be precious.